Event description:
It was reported the insulin pump had a blank display. Customer's mother stated she changed out the battery and anomaly persists. Customer's blood glucose was 453 mg/dl, treated with manual injection. No damage noted on the device. The device has not been dropped or bumped. Device was exposed to moisture a couple of weeks prior to blank display, (B)(6), 2014. Customer's mother stated the device was not fully submerged. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. The insulin pump was received with minor scratches on the display window, a cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.